Event description:
The event is reported as: complaint alleges: alleged issue: pieces of the black insulation peeling off. This was noticed during sterile processing and did not cause harm to a patient. No reported injury. Patient current condition listed as fine.

Manufacturer narrative:
Sample of (B)(4) was rec'd for evaluation. No etching is present due to the surface coating. The lot # is unknown. The device exhibits peeling around the thumb hole. The plastic coating shows signs of heat shrinkage. The device also shows signs of heat damage possibly due to sterilization technique. No corrective action is warranted. Complaint confirmed.